Event description:
Ous MDR - it was reported that oversensing was noted on the ventricular and far field channels. X-ray showed that this lead was damaged. Nothing particular was observed on the other lead. All available information suggests this lead remains implanted. No adverse patient side effects were reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
On (B)(6) 2015 - added the model number. (B)(6) 2015 - the kainox was explanted and returned, but no explant date was provided. It is unclear if the other lead was explanted. It was not returned for analysis. (B)(6) 2015 - the manufacture date is march 2002. Upon receipt, the kainox vcs was found cut. Only the distal part was received for analysis and its performance scrutinized. The kentrox a+ was not available for analysis. About 22 cm proximal to the lead tip, at the proximal end of the received fragment, signs of abrasion were observed. The conductor coil shows signs of fracture at its proximal end. These findings confirm the observation mentioned in the complaint description and can be considered as the root cause for the noise seen on iegm. Based on the characteristics and the location of the damage as well as the x-ray image received with the device, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular's first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.